Event description:
It was reported by a customer on (B)(6) 2011, the fiber forward fired at 62,266 joules.

Manufacturer narrative:
The information regarding this complaint was received on (B)(6) 2011 which indicated that an MDR was required.